Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use the ventilator alarmed transducer fault. There was no harm to the patient as they were switched to an alternate ventilator.

Manufacturer narrative:
Results of investigation: carefusion failure analysis lab technician could not be duplicate the customer's reported issue during bench testing. The exhalation differential pressure transducer was responsive to pressure input and the differential voltage is within acceptable values. The suspect component passed all testing and met all carefusion manufacturer specifications. Examination of the 4 recorded transducer faults show that 2 occurred with a circuit disconnect alarm and the remaining occurred at power-up. This indicates that transducer fault was related to a problem with the patient circuit.